Event description:
A user facility reported that the evis exera iii video system center connection socket is damaged. In addition, static image occurs with the 190 series scope. During a standard service inspection of the customer returned device, printed circuit board failure was observed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, distribution panel board failure and video connector damage as a result of hit/fall were observed. In addition, top cover defect was noted. The probable cause of the defects was due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 21-feb-2022. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿image freezes¿ might have occurred due to faulty dp board. Since no further information could be obtained, they could not identify why the dp board became defective. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.